Event description:
During product evaluation by a baxter service technician, a flo-gard infusion pump was found with a damaged power cord. This condition had the potential to interrupt delivery. This was not reported by the customer. There was no patient involvement; therefore, no patient injury, medical intervention, or adverse reaction is associated with this event. No additional information is available.

Manufacturer narrative:
(B)(4). The facility representative contacted a technical service representative to report a flo-gard infusion pump with a broken cable; this condition had the potential to interrupt delivery. This condition was found in the biomedical service department. It is unknown when this event occurred. The facility representative stated that there was no patient involved and there were no reports of patient injury or medical intervention. No additional information is available. Incorrect aware date provided in initial MDR. The correct aware date is (B)(6) 2012. The initial report stated the condition was found during servicing by baxter personnel, however, this was a customer reported condition.

Manufacturer narrative:
(B)(4). The device has been received by baxter, and the condition was confirmed by service. This complaint is an ancillary service event opened during investigation of (B)(4). The cause was determined to be a damaged power cord. To correct the condition, the power cord was replaced. If any additional information is received, a follow up MDR will be sent.